Event description:
Information was subsequently received that the x-ray confirmed the lead had dislodged. The patient remains under review to decide if the lead will be revised.

Event description:
Boston scientific received information that during a routine follow-up appointment, the left ventricular (lv) lead was not capturing at 4.5 v at 1 m/s at tip to can configuration. There was still no capture at 7.5 v at 1 m/s with tip to can configuration. When programmed to ring to ring configuration capture was confirmed but then lost at 2.1 v at 1m/s. The lv trending noted a large drop in the r-wave in the previous months. As a result, it was suspected the lead had dislodged. It was noted that an x-ray would be performed to confirm the suspicion. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.